Event description:
There was an allegation of questionable ldl_c ldl-cholesterol plus 3rd generation results for 1patient sample on a cobas 4000 c311 stand alone system. The initial ldl result was 473.6 mg/dl. The sample was repeated and the result was 95.5 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the detergent was overflowing and it was adjusted. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.